Event description:
It was reported that the ilet user called about a bent infusion cannula, and due to elevated blood glucose they entered a meal announcement for correction. The agent provided education to only enter meal announcements when eating, indicating an improper use procedure related to the user interface. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions, with the medical device problem characterized as an incorrect procedure and the involved component being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.